Event description:
Note: this report pertains to one of three devices, two spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access and delivery catheters and a spy ds controller were attempted for use in the duodenum and biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the physician turned on the controller and connected the scope. The controller failed to recognize the scope. A second spyscope was plugged in and the controller failed to recognize it. The procedure was not able to be completed as a result of this event. It was rescheduled and completed with a spy ds controller and spyscope. There were no patient complications reported as a result of this event. Additional information received on december 31, 2025 they used the same spy ds controller on the rescheduled procedure.

Manufacturer narrative:
Block h2(additional information): sections b5 (describe event or problem) and e1(initial reporter address 1) were updated based on additional information received on december 31, 2025. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of three devices, two spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii access and delivery catheters and a spy ds controller were attempted for use in the duodenum and biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the physician turned on the controller and connected the scope. The controller failed to recognize the scope. A second spyscope was plugged in and the controller failed to recognize it. The procedure was not able to be completed as a result of this event. It was rescheduled and completed with a spy ds controller and spyscope. There were no patient complications reported as a result of this event.